Event description:
Repeated interrogation error with pacemaker reprogrammed into safety mode. Re-initialization is possible but reverts back to safety mode within the hour. The device was explanted. Should additional information be received this file will be updated.